Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited undersensing occasionally during atrial tachycardia/ atrial fibrillation (at/af) events. Additionally, the patient was noted to have experienced atrial fibrillation and tachycardia. No changes or interventions were reported. The patient condition was not known.